Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00280 and 1058196-2011-00281. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The enterprise stent was received fully deployed. Neither the received delivery wire nor the introducer tube presented any anomaly. The involved microcatheter was not received. The enterprise stent was inspected under a microscope and no anomalies were observed. No functional test could be performed since the stent was received fully deployed and the involved microcatheter was not received. Per lake region report c 10,544: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428088. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by customer as stent inability to recapture" could not be evaluated as the involved stent was received fully deployed and the involved microcatheter was not received. The reported failure by customer as delivery wire - withdrawal difficulty through micro catheter could neither be confirmed as the involved microcatheter was not received. The cause of the events experienced by the customer could not be conclusively determined; however neither the DHR nor the product analysis suggest that the reported events could be related to the manufacturing process. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00280 and 1058196-2011-00281. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during a cerebral stent implantation procedure to treat a wide neck aneurysm the prowler micro catheter had resistance/friction in the inner lumen and the enterprise stent had recapture difficulty and withdrawal difficulty. The enterprise vrd stent was used for wide neck aneurysm, but the stent was unable to be recaptured in order to adjust the location. During removal, the stent was stuck halfway through the prowler select plus microcatheter (mc) unknown lot and catalog number. The enterprise and mc were removed as a unit, and outside the patient`s body, the stent came out of the microcatheter. During placement, the stent was not exposed passed the recapture point, and the stent was recapture once. The distal tip was not re-shaped. The microcatheter will not be returned for analysis. There was no report of injury for the patient. One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The enterprise stent was received fully deployed. Neither the received delivery wire nor the introducer tube presented any anomaly. The involved microcatheter was not received. The enterprise stent was inspected under a microscope and no anomalies were observed on it. No functional test could be performed since the stent was received fully deployed and the involved microcatheter was not received. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing:, inspecting and packaging of lot 01428088. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by customer as "stent - inability to recapture" could not be evaluated as the involved stent was received fully deployed and the involved microcatheter was not received. The reported failure by customer as "delivery wire - withdrawal difficulty - through micro catheter" could neither be confirmed as the involved microcatheter was not received. The cause of the events experienced by the customer could not be conclusively determined; however neither the DHR nor the product analysis suggests that the reported events could be related to the manufacturing process. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The reported failure by customer as "stent - inability to recapture" could not be evaluated as the involved stent was received fully deployed and the involved microcatheter was not received. The reported failure by customer as "delivery wire - withdrawal difficulty - through micro catheter" could not be confirmed either as the involved microcatheter was not received. The complaint of resistance/friction could not be confirmed as the product was not returned for analysis and further no sterile lot number was provided thus no DHR could be performed. The microcatheter IFU cautions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that handling and procedural issues and device interaction may have contributed to the reported event of resistance friction. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00280 and 1058196-2011-00281.

Event description:
During a coil embolization procedure, the enterprise vrd stent was used for wide neck aneurysm, but the stent was unable to be recaptured in order to adjust the location. During removal, the stent was stuck halfway through the prowler select plus microcatheter (mc) unknown lot and catalog number. The enterprise and mc were removed as a unit, and outside the patient`s body, the stent came out of the microcatheter. During placement, the stent was not exposed passed the recapture point, and the stent was recapture once. The distal tip was not re-shaped. No further information was available.